Event description:
The advocate stated the customer tested his blood glucose using 2 breeze2 meters and rec'd readings of 36 and 154 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.